Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had mechanical lead complication. This lead was then surgically abandoned and was replaced with no issue. Additional information was received indicating that the field representative could not verify the event and was unaware of the issue. This ra lead is out of service. No additional adverse patient effects were reported.